Manufacturer narrative:
(B)(4). The facility's reported problem of a colleague infusion pump with a damaged battery was confirmed by service. The root cause for the reported problem was determined to be depleted batteries resulting from user error. The battery and battery harness were replaced to fix the reported condition. A service history review revealed that this device was previously serviced for the reported condition.

Manufacturer narrative:
(B)(4). The device was serviced on site by baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a damaged battery; this condition had the potential to interrupt delivery. It is unknown when this event occurred. It is unknown is there was a reported patient involvement, patient injury, medical intervention, or adverse event in association with this event. This device is a remediated colleague pump with a user interface module software version of 5.09.90. No additional information is available.